Manufacturer narrative:
The received device had the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damages or deficiencies were observed that would contribute to the cannula dislodging or an adhesive failure. A root cause for the reported dislodged cannula and adhesive failure could not be determined. The external portion of the soft cannula was observed to be torn and flattened. Damage was observed to both the external and internal portions of the soft cannula as a result of the damage to the soft cannula. Fluid was unable to flow through the complete fluid path as the soft cannula was found to be torn by the formed needle tip. The exact timing and cause of this damage could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level (bg) rose above 13.9 mmol/l (250 mg/dl) while wearing the pod between 25 and 36 hours. The pod reportedly fell off the infusion site (arm) while the patient was swimming, causing the cannula to dislodge. As treatment, a new pod was applied. The patient resides in the UK, but was travelling in the united states at the time of the event.